Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The patient presented with a severe lower limb ischemia. The 100% stenosed target lesion was located in the severely tortuous and severely calcified below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation, however, during the first inflation at 10 atmospheres for a second, the balloon ruptured vertically. The device was removed and competed the procedure with a different device. There were no patient injury reported and the patient condition was good.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon, and tip were visually and microscopically examined. The batch # was confirmed correct. Visual examination confirmed a kinks 1.4 cm, 1.9 cm, and 2.1 cm from the tip (all under the balloon). A pinhole in the balloon was confirmed during inflation at 1.5 cm from the tip. This is over the distal marker band. No other damage was found on the device. The complaint was confirmed. Because there was no evidence of any product quality deficiencies, it was considered likely that the kinks were attributable to procedural issues. So, the cause code 'adverse event related to procedure' was used for this damage.

Event description:
It was reported that balloon rupture occurred. The patient presented with a severe lower limb ischemia. The 100% stenosed target lesion was located in the severely tortuous and severely calcified below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation, however, during the first inflation at 10 atmospheres for a second, the balloon ruptured vertically. The device was removed and competed the procedure with a different device. There were no patient injury reported and the patient condition was good.